Event description:
Disposable sterile instrument malfunction. Endoscopic linear cutter tip fell during laparoscopic procedure into patient's abdominal cavity. Physician able to retrieve with laparoscopic grasper. New disposable obtained to continue procedure. No adverse outcome for patient known.